Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (advanced age, severe valvular calcification, obliterated sov, porcelain aorta) likely contributed to the ascending aortic rupture and subsequent valve explant and surgical valve placement. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, balloon aortic valvuloplasty (bav) was performed with a 23mm edwards balloon catheter in a standard manner. Post bav, mitral regurgitation (mr) increased significantly. Systolic arterial blood pressure (sabp) decreased to 50 mmhg to 60 mmhg. The mr decreased and the hemodynamics became stable by adrenaline administration and adjustment of the guidewire position. At that time, transesophageal echocardiography (tee) showed a ¿slight dissection-like shadow¿ that was not noted. Since the leaflet calcification appeared to be tightly pressed against the sinus of valsalva (sov) at the non-coronary cusp (ncc) side, a 26mm sapien 3 valve was deployed with 3ml less than nominal volume. The edge of the valve frame appeared to ¿dig¿ into the sinotubular junction (stj) during the valve deployment, but no obvious injury was observed on tee. The final valve position was 80:20 aortic/ventricular (a/v) as intended. Three (3) minutes post valve deployment, the sabp suddenly decreased to 40 mmhg with significant pericardial effusion. A ¿hematoma-like¿ shadow was detected by tee in the sov near the stj. Along with adrenaline administration, chest compression was started and percutaneous cardiopulmonary support (pcps) was introduced. When the chest was surgically opened, a 2 to 3mm long rupture was observed below the left coronary artery (lca) ostium in the sov. The sapien 3 valve was explanted and the rupture was closed with a patch. A 19mm edwards magna valve was surgically implanted. The patient was weaned off of pcps and transferred to the ICU. On postoperative day (pod) 6, CT revealed a pontine infarction. As of pod13, the patient was under the support of a respirator. The patient¿s consciousness level was eye opening to speech. The native annulus diameter measured 23.4mm by tee, with a valve area of 450mm2 to 470mm2. Severe valvular calcification and mild aortic root calcification was reported. A narrow sov and stj were also reported; however, the stj height from the annulus was ¿not low¿. The sov diameter measured 29.0mm and the sjt diameter measured 22.0mm. Post procedure, the echo of the bav and valve deployment was reviewed and a ¿dissection-like¿ shadow near the stj was observed. Per medical opinion, the rupture likely did not occur during bav. The rupture likely occurred during valve deployment and was caused by the leaflet calcification digging into the sov at the location of the rupture.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.